Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis has been assessed as unknown. It was reported that the patient was hospitalized "at present". The patient was treated with anti-inflammatory drug cephalosporin (dose, route and frequency were not reported) for peritonitis. At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing during hospitalization for treatment. No additional information could be provided because the reporter declined follow up.